Event description:
Caller reports three staff members have been accidentally stuck after the lancet protruded beyond the end cap of the safe-t-pro device. A nurse received an unspecified treatment for the finger stick and a blood test has been taken.